Manufacturer narrative:
Follow up conversation with company rep. No conclusion can be drawn at this time.

Event description:
Pt underwent a two-level x-stop implantation procedure at l3-4 and l4-5. A small oblique fracture of the caudal aspect of the l4 spinous process was noted and no x-stop implant was placed at l4-l5. The x-stop at l3-4 was implanted. The pt was discharged from the hospital.